Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a repair of a recurrent ventral incisional hernia on an undisclosed date and mesh was implanted. It was reported that the patient experienced injury requiring surgical removal via invasive surgery and necessitating additional invasive surgery to repair the hernia. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4) - surgical intervention. Device code: hernia recurrence occurred. It was reported that the patient underwent a hernia repair on (B)(6)2014 and physiomesh was implanted. It was reported that the patient underwent mesh removal on (B)(6)2017 under dr. (B)(6) at (B)(6). It was reported that following insertion the patient experienced multiple recurrent incarcerated incisional hernia. No additional information was provided.